Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt did not pass incoming testing. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. There were no adverse events associated with the damaged electrode belt.